Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following finding: the test strips involved with this complaint failed testing. The test strips were found to be exposed out of temperature range. The retain test strips passed testing with no faults found. The meter passed testing with no faults found. The meter was found to work properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on (B)(6) 2012 at 11am. The patient reported blood glucose readings of "254 mg/dl" with the subject meter and "53 mg/dl" on another meter (true test brand meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. As part of the patient's diabetes regimen, the patient claimed she is on an insulin pump. Despite the alleged issue, the patient claimed she continued to take her dose of novolog insulin (dose unspecified) as usual. By 11:05am that day, the patient stated she developed symptoms of "shaking, confusion, headache, and sick to stomach." In response to her symptoms, the patient stated she self-treated with "glucose powder" and felt better afterwards. According to the patient, no other blood glucose device was used at the time the alleged issue began. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was set correctly, the patient's process for testing was correct, and an approved sample site was used; however, the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.